Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral impactor was cracked. It was found on cleanup. On (B)(6) 2017 upon evaluation of the returned device, the impactor is broken (two pieces).

Manufacturer narrative:
It was reported that the femoral impactor was cracked. It was found on cleanup. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.